Event description:
The pump was returned for investigation. Investigation revealed that there was contamination on the force sensor plate. This report is made based on results of investigation completed on (B)(4) 2012.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the prime history review showed no evidence of large prime volumes on the reported date. Evaluation revealed that a cartridge with 100 units was correctly loaded into the pump and displayed on the screen. The force sensor calibration test was below specifications. There was contamination found on the force sensor plate. The force sensor plate resistance was reading out of specifications. The pump powers on with a faded and reddish display screen.